Event description:
Patient was on continuous venovenous hemodialysis (cvvhd) mode of dialysis through a temporary dialysis catheter in the groin. The venous line from the prismaflex m100 cartridge set became dislodged from the patient's femoral trialysis line.======================manufacturer response for vascular device for dialysis, gambro prismaflex m100 set (per site reporter).======================manufacturer gathered information on lot number; made aware of our serious concerns with product. Reported they are looking into it.